Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. The pump was also received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she changed the battery and received a battery out limit alarm that she was unable to clear. Customer's blood glucose was 137 mg/dl at the time of the incident. Customer stated that the insulin pump alarmed after the battery change and the pump is alarming at the time of the call. Customer stated that the esc and act buttons were not working to clear the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.